Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected. Customer¿s blood glucose level was unknown. The customer states insulin pump was not working, checked alarm history and found power error detected. The customer was assisted with troubleshoot and the customer stated that pump has not been exposed to temperatures below 41°f. Customer has not previously called to report power error detected. The customer states that notification light was stopped flashing immediately. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.